Event description:
It was reported to boston scientific corporation that a trapezoid rx lithotripter compatible basket was used during a stone removal procedure performed on (B)(6) 2012. According to the complainant, during the procedure, the calculus was captured within the basket, but was not able to be removed through the papilla. Lithotripsy was then attempted, however, the stone was not able to be broken up and the basket tip failed to detach. At this time, the wire within the handle broke so the physician "shook the basket" and the stone released. The trapezoid rx lithotripter compatible basket was withdrawn from the patient, and then the procedure was completed using another manufacturer's device. No damage to the device or its packaging was noted prior to use. No patient complications resulted from this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
The reported event of wire broke. The reported event of tip won't detach. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a trapezoid rx lithotripter compatible basket was used during a stone removal procedure performed on (B)(6) 2012. According to the complainant, during the procedure, the calculus was captured within the basket, but was not able to be removed through the papilla. Lithotripsy was then attempted, however, the stone was not able to be broken up and the basket tip failed to detach. At this time, the wire within the handle broke so the physician "shook the basket" and the stone released. The trapezoid rx lithotripter compatible basket was withdrawn from the patient, and then the procedure was completed using another manufacturer's device. No damage to the device or its packaging was noted prior to use. No patient complications resulted from this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
A visual examination found that the device returned with the basket extended 14mm with its tip intact. The handle cannula returned removed from the handle assembly. Deep score/drag marks present on the handle cannula likely reflect that it was forcibly removed from the handle assembly. Further analysis of the handle cannula revealed that it was dimpled properly and that the set screws were seated properly against it. The set screws were found to be correctly placed in the handle assembly. Additionally, the guidewire lumen (sidecar rx) presented with pushback (likely due to operational context). Functionally, the unit was not tested due to the return condition. The condition of the returned unit was consistent with the complaint that the tip failed to detach and the wire in the handle broke. A material review of the sub-assembly components used within the reported lot confirmed that the tip and pull-wire joints conformed to the manufacturing specification. Reportedly, stone lithotripsy was not successful and the basket tip failed to detach. The evaluation found that the pullwire broke prior to the tip's separation from the basket. These issues likely occurred due to anatomical/procedural factors which limited the device performance. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.